Event description:
Customer complaint - limited data available. Customer noted that using the device was uncomfortable. When completing their injection, they started removing the needle and it hung up on the skin like it was stuck.

Event description:
Customer complaint - limited data available very uncomfortable I've used a handful of brands and none have been this uncomfortable to use. Maybe it's just a bad batch but I just gave up on the box after 6 injections. 4 of the 6 injections left a bruise which after 2 years of almost daily injections and not a single bruise until now I can fully say it's the syringe. No matter where I tried every location was extremely hard to push through the skin. Even when I finished the injection and started removing the needle it hung up in the skin like it was stuck. I did like that it was very easy to read and that the way the barrel was shaped into the needle made removal of air extremely easy. I've had some syringes that a small air bubble will always get stuck just due to the shape but these were great in that aspect. I hope someone has better luck than me"